Event description:
Healthcare professional reported a left side deflation. Healthcare professional also reported damaged cause by explant doctor was noted as "hole on bottom." Device explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a left side deflation. Healthcare professional also reported damaged cause by explant doctor was noted as "hole on bottom." Device explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation-use error: observed an opening assessed as surgical damage per rga. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.